Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. The pacemaker passed testing that verified the performance of pacing and sensing. Overall, this silicone to silicone adhesion is thought to have contributed to the lead removal difficulty observation seen in the field.

Event description:
Boston scientific received information that during a general replacement procedure, a competitor right ventricular (rv) lead was damaged when it was disconnected from the header of this pacemaker. Loss of capture was observed through the rv lead when it was tested with a pacing system analyzer so the rv lead was abandoned and replaced during the procedure. The pacemaker was explanted and replaced without any further issue and is no longer in service. No adverse patient effects were reported.